Event description:
Related manufacturer report number: (B)(4) during a an in-clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricle (rv) lead. Additionally, episodes of noise which resulted in oversensing and inappropriate automatic mode switch (ams) were also observed on the right atrial (ra) lead. Provocative testing was performed, and the lead noise was reproduced. Lead damage was suspected but was not confirmed. No intervention has been performed at this time. The patient was stable and there were no consequences.